Manufacturer narrative:
One (1) actual device and a photograph of the sample were received for evaluation. The actual device was received only partially filled with a liquid solution. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. The fill port cap was removed and no defect was observed of the connector or cap areas. The photograph was reviewed and a colorless to white polymeric appearing irregularly shaped particles were apparent in fluid pathway. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was identified with a small particle inside the fluid path. This was discovered during the inspection of the product at the end of compounding. There was no patient involvement. No additional information is available.